Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not accurate and under infused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "not accurate and had an under infusion," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the mechanism sub-assembly not functioning properly. The mechanism sub-assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.